Manufacturer narrative:
The reported failure of active exhalation verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy ev300, USA device failed an active exhalation verification test step when the device was pulled for a field change order (fco) implementation. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), the fse replaced the device's 3-way solenoid valve and proportional valve to remedy the issue. Additionally, the device's flow sensor was replaced for compliance with the fco. The unit passed final test after repair. Current software version 1.05.10.